Event description:
The user facility reported a 41-year-old male in cardiac arrest was implanted with an impella 5.5 device for mechanical circulatory support as a bridge to possible ventricular assist device. The patient had access site bleeding. Patient was on aggrastat. Staff applied manual compression and the patient received blood platelets. The patient remained on impella support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. Since the medical center did not return the impella device, no benchtop analysis was possible. The root cause of the access site bleeding was unable to be determined as limited clinical details and no product were returned for investigation.